Event description:
It was reported that the device failed to work as expected. The customer complained that the catheters were very flexible and that the mandrel had no fixation, which made it very hard to have a successful first attempt with IV system fittings. This was particularly the case with newborns and children. This resulted in added costs of materials as well as stress to the patient and nurse.